Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller he tested 2.3 inr on the coaguchek xs system and 5.1 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.